Event description:
Procedure: lap appendectomy. According to the reporter: the procedure started out as a laparoscopic procedure, but was converted to an open procedure. Upon firing the 1st sulu, it broke off inside the pt's cavity. Another sulu was loaded and the same thing occurred, broke off in the pt's cavity. It was not known at which point the procedure was converted to open. Delay in or time 30-45 minutes. No abnormal bleeding reported.